Event description:
It was reported by dealer that the tilt actuator will only go up with help and when coming down it jumps an inch at a time. No injury or property damage reported. The dealer stated the patient will not use tilt on chair until repaired.